Manufacturer narrative:
Continuation of d10: 459888 lead, implanted (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing. Approximately two weeks later the patient presented with a heart rate in the fifty beats per minute range. The rate was determined to be due to t-wave oversensing (twos). Lead sensitivity was adjusted and corrected the twos. The lead remains in use. It was also noted that the cardiac resynchronization therapy defibrillator (crt-d) displayed a false observation related to the device feature which monitors the pacing amplitude threshold and adjusts lead outputs. The device remains in use. No further patient complications have been reported as a result of this event.